Event description:
Tech alleged the head up function is not working. No pt impact.

Manufacturer narrative:
The tech found the solenoid valve is sticking. The tech replaced the head up solenoid valve to resolve the issue.